Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-06-20 (B)(4) (con): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome ¿ other. It was reported that there was poor coupling with recharging. It was reported that the implant won¿t charge to 100%. The patient reported that they charged for an extra hour but he patient programmer still displayed that the implant was not full. It was reported that the recharger antenna was damaged. No patient complications have been reported because of this event.

Manufacturer narrative:
Product ID 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement antenna resolved the issue about the implant not charging 100%. The patient reported that another issue came up and they needed to charge.